Event description:
The hosp reported that during the endoscopic vein harvesting procedure using the hemopro, the harvester performed the first dissection, the power supply was beeping and the device sealed and cut. The harvester pulled back the activation toggle to deactivate the energy ad the power kept beeping and lots of smoke in the tunnel. The harvester pulled the device out from the leg and the tip was bright red hot. The maquet field clinical representative "fcr" was in the next room and the staff called her back into the or. The fcr confirmed with the harvester that the tip was bright red hot when it was pulled out from the pt leg. The fcr also learned that the or staff did not do a pretest on the first hemopro device as per the IFU recommendation. A replacement hemopro device was opened and passed the pretest. The replacement device was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that the boots were burnt and melted from the tri-heater assembly (lifted away from jaw). Resistance measurements were within specification and the micro switch functioned properly when tested. No electrical non-conformities were found on the hemopro device after several device activations during the pre-cautery test. The reported failure was confirmed based upon the condition of jaw boots. The reported smoke is due hemopro jaw boots burning from device overheating as reported. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).